Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report that the device had system error was not confirmed during the investigation. The issue could not be further investigated or tested, as no devices were received for investigation. The inspection could not be performed as no device was returned for investigation. Testing could not be performed as no device was returned for investigation. Log analysis could not be performed as no devices were returned for investigation. Although requested, the event logs were not provided. The system error tip sheet notes that bd alaris pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported system error was not determined since no devices or logs were returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that alaris system alarmed system error and after pressing a button the entire system shut down. The following infusions were being administered at the time of the event, epinephrine, dopamine, d10, and dexmedetomidine. The alaris system devices were sent to clinical engineering for evaluation. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that alaris system alarmed system error and after pressing a button the entire system shut down. The following infusions were being administered at the time of the event, epinephrine, dopamine, d10, and dexmedetomidine. The alaris system devices were sent to clinical engineering for evaluation. This was reported to bd representatives during their site visit. There was no information on patient involvement.